Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed. Customer attempted reboot and recovery, which was unsuccessful; power-cycled the unit by unplugging and reconnecting the power cable, but the issue persisted. Opened the back panel for inspection, however the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer identified intermittent failure with full height matrix drawer 6; replaced latch, drawer sensors and installed a new u-link after finding the existing one bent and preventing proper closure, verified functionality using the hardware test application and dispensing application. The system functioned as intended after the field service engineer repaired the device.